Event description:
It was reported that a user experienced hyperglycemia with blood glucose exceeding 300 mg/dl after a meal while using the ilet system and did not receive a high glucose alert, despite the device¿s alert behavior requiring sustained readings over 180 mg/dl for 90 minutes; supplies had been changed the same day and no infusion set issues were observed, and troubleshooting and education were completed. Symptoms included fatigue and thirst. Outcomes included no medical intervention, no assistance from others, no ketone testing, and no backup therapy. Investigation included customer interview, complaint review, and device-use assessment. Investigation of this case revealed no device alarms for high glucose were generated because the elevated glucose duration was less than the configured threshold, with no evidence of device or infusion set malfunction. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.